Event description:
Customer reported they mixed reagents from two separate sars-cov-2 tma kits, resulting in off-label use and questionable results. Customer received two shipments of sars-cov-2 tma kits on the same day, then reconstituted the room temperature reagents from assay lot 321063 with the lyophilized reagents from assay lot 323801. Patient samples were run on panther instrument sn (B)(4) and reported out. Customer did not provide logs, worklists, or sample ids for hologic technical support to review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. Customer confirmed that results were reported to patients, so the lab decided to retest some of the patient samples run with the off-label reagents (no sample ids provided). Since all samples repeated when retested, the lab decided to not run additional samples nor amend any results. Customer stated they had no way of knowing if treatment was provided based on these results.

Manufacturer narrative:
Hologic technical support (ts) investigated both master lot numbers to see if they included matching lot number reagents, but they did not. Ts advised the customer to discard the remaining two reconstitution solution kits and two lyophilized reagent kits since using reagents that are not on the master lot sheet would be considered an off-label use. Ts requested logs to be sent to hologic, however as of 09/06/2022, the customer had not provided any. No further issues were reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.